Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operation room for an unrelated procedure. During procedure, the physician noted the right atrial lead exhibited an insulation anomaly. The lead was repaired with a competitor lead repair kit. There were not electrical anomalies. The patient tolerated the procedure well and would be followed normally.